Manufacturer narrative:
The reported event was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead didn¿t find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02326. It was reported that the patient presented in the operating room for an implant procedure. During the procedure it was noted that the inner layer of the left ventricular lead was pulled out while removing the stylet due to blood clot. It was also noted that the threshold of the right ventricular apex pacing was unsatisfactory. The leads were not used and replaced. The patient was stable.